Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump time was incorrect, cause was unknown. The customer's blood glucose was 600 mg/dl. Customer delivered a correction bolus via the pump and insulin by a syringe to address the elevated blood glucose level. Customer corrected the pump time and resumed insulin therapy.